Event description:
Primary stability and osseointegration achieved. Increased sensibility, asymptomatic case. Mobility. Eventually the buccal bone wall is too thin, intraoperative everything looked good.